Event description:
Breakage of 3.5mm cannulated cortical screw after eight weeks from implantation.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to info provided. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.